Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the sutures are pulling off the needles. Used a new reload. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. Nothing fell into the pt's cavity.